Event description:
Walmart report -ref number: (b)4). Consumer reported finding a liquid that comes out of the needle before using theses syringes - dc lot # 3282478 catalog# 328512 date of event 04.28.2024 sample status awaiting sample. Dc caller looking for evaluation report when completed. Dc.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.